Event description:
Used clear care plus with hydraglyde twin pack for soft lenses and (before I figured out that the pain is associated with my use of this product) had to leave work/leave the gym/go home immediately to remove my contacts and put on my glasses due to very severe eye pain, reduced vision quality even with glasses after contact removal, halos, fogginess, blurriness. I figured out that this product seems to be the culprit after changing to a new pair of contacts, changing my contact cleaning case, and wearing glasses for many days rather than contacts so that I could rule out I didn't have some other eye injury. I used my husband's (different brand of contact solution) in the interim and figured out that the pain goes away when I don't use the clear care hydraglyde solution. I've contacted alcon about this as well this morning. Only a few minutes ago, but haven't received a response yet. Also as a note - after suspecting this product is to blame, I checked out the (B)(6) page for this product and these reports mimic what I experienced exactly. It was a huge confirmation to me that this solution has issues. (B)(6). Is the product over-the-counter: yes. Frequency: at bedtime. Date the person first started taking or using the product: (B)(6) 2017.